Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that biomaterial was found in the outflow. The data logs confirm the low flow and suction that was resolved by removing the pump, running it in a bucket and reinserting it. The most likely root cause of the low flow was ingested biomaterial that was dislodged upon explant or while running the pump in a bucket allowing it to reach normal flows. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, suction alarms that were resolved by removing, rinsing the device, and reinserting. There was no harm to the patient and suction resolved.